Event description:
The lay user/patient contacted lifescan alleging that her one touch fasttake meter was reading inaccurately erratic. The patient reported blood glucose results of "94 mg/dl, 92 mg/dl, and 79 mg/dl" with the lifescan meter, performed with 11 to 20 minutes apart. The customer care advocate (cca) verified that the unit of measurement was set correctly. The patient was cleaning the puncture area correctly and correctly applying the sample to the test strip. The test strips were within expiration date, stored properly, and not opened longer than the discard date. The cca discovered that the calibration code had not been set correctly. No further troubleshooting was performed. The patient was upgraded to the one touch ultra meter. This complaint is being reported due to the following conclusion: the patient alleged obtaining erratic readings due to use error and receiving glucose treatment from healthcare professionals.